Event description:
Caller reported an alarm indicating multiple occlusion events, resulting in the customer's blood glucose level exceeding 500 mg/dl, with continuous glucose monitor readings showing ¿high.¿ to address the high blood glucose levels, the customer administered correction injections via multiple daily injections. The issue was resolved by changing the infusion set and cartridge, and then resuming insulin use, without requiring assistance from a third party.